Manufacturer narrative:
Internal reference number: (B)(4). Customer contact attempts were made to determine the patient's current status, implants cause or contribution to the injury, medical intervention required in relation to the injury, pre-existing medical conditions or use of medications. Per the customer, none of the inquiries were applicable to the situation. No further information can be received. Visual inspection of the returned product, trend analysis and root cause have yet to be performed/established. Clarification for question: the report was not sent to the manufacturer because the importer and manufacturer are the same company; both parties become aware of the event on the same awareness date.

Event description:
On (B)(6) 2019, a written complaint was received by nobel biocare indicating that a nobel biocare implant, product number (B)(4), nobelactive wp 5.5x10mm, was removed from a patient after a little over 4 months after placement. The implant was removed due to severe pain and burning. The patient displayed symptoms of trigeminal neuralgia. The patient was going to see a neurologist and possibly begin treatment. At the time of this report, the patient was still experiencing pain despite implant removal.

Manufacturer narrative:
(B)(4). Complaint file investigation text: issue description provided by the customer: other. Additional information provided by the customer: "the patient started to experience severe pain, burning, and symptoms of trigeminal neuralgia a few weeks after the implant was placed. The patient is going to see a neurologist and possibly begin treatment. The patient requested to have the implant removed. The pain did not resolve after removing the implant." The returned product was received opened and used. Visual inspection and measurement of the returned product shows that the product information provided by the customer is correct. Visual inspection shows bone and residue on the threads. The trigger point for further examination of this batch is equal to 2 similar complaints. With a count of 1 reported case, this threshold has not been reached. The manufacturing site was contacted on 29-november-2019. DHR review showed three approved deviations: rep 164023_00 - deviation approval to accept increased tolerance for implant position in sleeve rep 164623_00 - deviation approval for extended control at qc release rep 164744_00 - deviation approval for implant package the extreme pain as described may have been caused by failure to follow procedures. Failure to recognise actual lengths of drills relative to radiographic measurements as well as failing to obtain patient specific anatomical knowledge from preoperative radiographs may result in unfavourable outcomes, including but not limited to permanent injury to nerves or other vital structures. Excessive torque on an instrument while placing or retrieving an implant may damage or fracture the bone structure. Beside the mandatory precautions for any surgery such as asepsis, during drilling in the jaw bone, one must avoid damage to the bone, nerves and vessels. The best way to avoid compromised treatment outcomes is to maximize pretreatment diagnosis and treatment planning. Surgical planning should be completed with full knowledge of the patient's mental and physical state, as well as local site evaluation. The customer should be aware of the dimensions of the device and its limitations.

Event description:
On 28 october 2019, a written complaint was received by nobel biocare indicating that a nobel biocare implant, product number 37808, nobelactive wp 5.5x10mm, was removed from a patient after a little over 4 months after placement. The implant was removed due to severe pain and burning. The patient displayed symptoms of trigeminal neuralgia. The patient was going to see a neurologist and possibly begin treatment. At the time of this report, the patient was still experiencing pain despite implant removal.